Event description:
The pharmacist at the hospital reported the following event to the (B)(6): "a (B)(6) patient, fracture of the ceramic insert of a non-cemented total hip prosthesis implanted on (B)(6) 2004. The fracture was visible on x-ray taken on (B)(6) 2011 but the patient has come for consultation more than one year after. Necessary to perform a revision surgery to change the insert on (B)(6) 2013."

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown alumina insert ref 241243. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding fracture involving an unknown alumina insert was reported. The event was not confirmed. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
The pharmacist at the hospital reported the following event to the (B)(4): "a (B)(6) patient, fracture of the ceramic insert of a non-cemented total hip prosthesis implanted on (B)(6) 2004. The fracture was visible on x-ray taken on (B)(6) 2011 but the patient has come for consultation more than one year after. Necessary to perform a revision surgery to change the insert on (B)(6) 2013."